Manufacturer narrative:
On 12-jan-2023, mentor received additional information about the event. A second voluntary medwatch form (FDA medwatch mw5114143) was submitted to the FDA regarding this event. This second medwatch states that the patient underwent bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5104454) that a female patient underwent an unspecified breast surgery with mentor smooth round moderate profile 425cc saline breast prostheses and suffered several unexplained systemic symptoms, including lesions on face and scalp that would not heal that left bald spot and scars on the face, diagnosed with discoid lupus in 2009, lupus symptoms that worsened over the course of years and led to hospitalization, diagnosed with another form of lupus in 2021, sjogren¿s syndrome, elevated sugar levels, ana positive, hair loss and thinning, heart palpitations, vision problems, pain and swelling of breasts, left breast appears larger than right, ¿no sun exposure¿, body itching, insomnia, pain all over body, unable to get out of bed sometimes, brain fog, inability to focus, confusion, depression, vertigo, loss of balance, ear lesions, unable to lose weight, night sweats and chills, abnormal periods, flares to certain environments like certain foods, chronic tiredness, hands and fingers swell and turn red, and dry mouth and eyes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.